Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is unconfirmed as the reported issue could not be reproduced. One 4 fr powermidline catheter was returned for evaluation. A visual observation revealed the returned catheter was terminated at the 20 cm depth marking and evidence of use was observed. A functional test of flushing the catheter with water using a 12 ml syringe was performed and no leaks were observed. The distal end of the catheter was then intentionally occluded using a hemostat and multiple attempts were made to flush the catheter with water in order to pressurize it; however, even during pressurization no leaks were observed. This complaint could not be confirmed as no issues were found with the sample during testing. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported customer is experiencing leaking from the power midline. Line was removed. No patient harm.